Manufacturer narrative:
The actual devices were not available; however, two (2) photographs of the samples were provided for evaluation. The photographs were visually inspected and showed a crack visible on the rim of the minicap. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of minicaps were cracked which resulted in iodine leakage. This occurred after use of peritoneal dialysis therapy. The patient further reported that " they turn the cap on, check everything was okay, disinfect, and put on the dressing. When it is time for the next dialysis, they take off the dressing and see that the cap was cracked and the gauze was dirty with the liquid from the cap". There was no patient injury or medical intervention associated with this event. No additional information is available.